Event description:
Customer reported issues with the insulin pump. Customer states that there is an alarm. Customer also states that the insulin is squirting out of the insulin pump. The blood glucose reading is 66 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during prime test due to faulty force sensor. Insulin pump received with high stop current due to moisture damage on interface board. No blank display anomaly noted. Insulin pump received with cracked reservoir tube lip, belt clip slot, display window corners and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.